Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the detachment was not noted during the procedure. The procedure was completed with this device. The patient's condition was stable and patient was discharged.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned with a non-bsc 0.071 inch guide catheter. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A microscopic examination identified that approximately 3mm of the proximal end of a distal section of a blade was detached from the balloon. Approximately 1.75 mm of the proximal end of the distal section of another blade was also detached. The blade pads in both cases were still intact. A microscopic examination observed no damage to the additional blades. These blades were present and fully bonded to the balloon surface. No damage was noted to the tip or balloon of the device. During analysis, the device was attached to an inflation device and the balloon was able to be inflated to its rated burst pressure and maintained pressure with no leaks noted. The inflation device was verified before and after use using a calibrated pressure gauge. The hypotube was kinked along its entire length. This type of damage is consistent with excessive force being applied to the delivery system. It is possible that resistance between the device and guide catheter could potentially have resulted in part of the blades getting caught on the guide catheter and detaching from the balloon. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was further reported that the detachment was not noted during the procedure. The procedure was completed with this device. The patient's condition was stable and patient was discharged.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that blade detachment occurred. A 10/3.00 flextome¿ cutting balloon¿ was selected for use; however, it was noted that the blade was detached 3mm and 1.75mm from the proximal end of the distal section. No patient complications were reported.